Event description:
The patient underwent routine replacement of the pump due to end of life. Upon opening the pocket the pump was observed to be no longer sutured down in the pocket; the sutures appeared torn. The catheter was observed to be severed with a 7.5cm segment still attached to the pump. Fluid was present in the pocket and it was noted that at past refill sessions, fluid had been present. The fluid was aspirated each time and sent for evaluation and it was not known if it had been identified as cerebrospinal fluid. The patient had not noticed any change in therapy prior to the pump replacement procedure. The pump was replaced and the existing catheter segment was attached to the new pump via sutureless connector. The rate was reduced to .5mg/day from 2.03 mg/day. The drugs delivered by the pump were morphine 10mg/ml and clonidine 200mcg/ml.

Event description:
Additional information: during the very painful refill, the physician pushed so hard on the pump that the patient had fingerprints bruised on her side. It was thought that there might have been a connection between this refill and the ¿device malfunction.¿ it was mentioned that the patient¿s pump had never moved; it had always been in the same position. Additional patient symptoms reported included spasms due to the patient¿s sensitive skin and headaches.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had the pump replaced early because they were having medication dumped into their abdomen; were sleeping all the time, falling, decrease in peripheral vision, night sweats, decreased pulse in left side of her body, extreme skin sensitivity and pain was at a "10". This was in the last 5 months after a very painful refill. Hcp replaced the pump and told patient that the catheter port broke off. Patient followed up with hcp on (B)(6) 2012. It was unknown if the fluid in the pocket was cerebrospinal fluid or medication. The patient had known fluid in the pocket for months. It was noted there was no injury and the patient recovered without sequelae. It was indicated that the pump was delivering lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Returned for analysis was also the catheter that revealed a broken catheter body and a compressed area due to patient anatomy that possibly caused an occlusion. The distal end of the catheter segment (7.6 cm from connector) of the catheter appeared oblong and jagged that suggested catheter was pinched in this area and untimely broke.